Event description:
During a ptca treatment procedure, stent placement difficulties were encountered. The physician used a trans-radial approach to cross the calcified lesion with the guidewire and placed a dfx stent in the chronic total occlusion at the proximal and mid right coronary artery. The physician planned to pass the express2 monorail (28 mm x 3.5 mm) stent through the inside of the dfx stent to treat a lesion in the distal right coronary artery. However, the express2 stent was caught on the catheter, and the proximal stent edge was bent backward. This device was successfully removed in its entirety, and was disposed. The physician, then attempted a parallel wire technique and inserted a new express2 monorail (28 mm x 3.5 mm) stent, but the stent dropped off from the delivery catheter in the proximal right coronary artery. The physician inserted a maverick2 monorail (20 mm x 4.0 mm) balloon in order to dilate the dislodged express2 stent, but the balloon ruptured at 6 atms on the initial inflation. The stent was fixed to the wall in the proximal right coronary artery by using another balloon catheter. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `good'.